Event description:
It was reported that the pump was submerged in water and an unspecified malfunction alarm occurred. Reportedly the customer had an alternate pump for insulin therapy. Customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.